Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd effluent, and fever. The cause of peritonitis was unknown it was not reported if the patient was hospitalized for the events. On an unreported date, the patient was treated with "anti-inflammatory" medications for peritonitis. At the time of this report, the patient recovered from fever and was recovering from peritonitis and cloudy pd effluent. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.